Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy on the right side. It was confirmed through x-ray that the leads had migrated. To address the issue the patient underwent surgical intervention where the lead was replaced. Patient had effective therapy postoperatively.